Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy using a cook® single-use holmium laser fiber, there was a "cut" on the tip of the fiber from the beginning of the fragmentation. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported, during a ureteroscopy using a cook® single-use holmium laser fiber, there was a "cut" on the tip of the fiber from the beginning of the fragmentation. No adverse events have been reported as a result of the alleged malfunction. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. Open package containing a cook® single-use holmium laser fiber was returned for investigation. Visual examination confirmed the fiber was returned in a used condition. The fiber was separated into two segments. The proximal fiber segment was separated at the distal end of the red silicone plug cover. Close examination of the breakage point confirmed black charring on the fiber and white protective sheath. The distal fiber segment length measured approximately 300cm. Fiber optics protruded from the distal end of the blue sheath 6mm. The fiber segment displayed charring at the point of separation measuring 1.3cm in length. The protective sheath had a melted appearance indicating applied energy. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions, specifications, or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which state the improper handling of the device can affect the life of the fiber. The IFU warns, ¿do not bend fiber at sharp angles,¿ and, ¿fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage.¿ based on the available information, cook has concluded that the most probable cause of laser fiber breakage is related to improper handling of the laser fiber. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.